Manufacturer narrative:
(B)(4). The insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. In addition to this, an unexpected pump error software error detected would sometimes occur during power up. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Pump error software error detected is found in the pump history file due to a software error. Self test failed because the vibrator did not vibrate when it was supposed to. After visual inspection, there is corrosion inside the battery compartment, and the battery board has rust on it. The vibrator is corroded as well. Did not note any previous moisture presence on pcba1 or pcba2. After plugging a known good pcba2 into the original pcba1 and then into a known good case, the sleep current fell within spec; however, after plugging the original pcba2 into a known good pcba1 and then into a known good case, the sleep current measurement measured high. In summary, the high sleep current measurement is suspected to be due to pcba2, and the unit is unable to vibrate due to the corroded vibrator. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and battery failed alarm. Customer stated that the battery compartment was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.